Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the customer reported to technical service engineer (tse) an issue with arm 2 not recognizing instruments, and it would not let them put instruments in and it would not register. The customer re-draped and re-seating sterile adapter (sa) but issue persists. The customer will reboot the system post procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated the universal surgical manipulator (usm) arm 2 was discontinued in use. No patient demographics were available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to reboot when they got to a good stopping point. The customer is waiting for the field service engineer to follow up. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where the carriage would not sense instruments, replicating the reported event. The universal surgical manipulator (usm) was then installed onto a patient fixture test platform (pftp) where carriage switches test was found to be failing on the carriage magnet instrument base. Once testing was completed, the axes controller carriage instrument (acci) assembly was applied behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acci assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.